Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated the ins has not done any good for their symptoms since implant. The patient was having a hard time using the programmer. Patient thinks the device is turning itself off. The patient would program the device and thought they felt stimulation but then didn¿t feel stim and thought the device was set, but then the device was not set. Patient was getting poor communication and also stated they didn¿t think they had the programmer antenna over the ins when attempting to use the controller. Troubleshooting included having the patient sync the ins with the patient programmer which showed the device was on and set to program 1 at 2.3 volts. It was reviewed that the patient could increase the setting if medically appropriate. Patient increased to 2.5 v and stated they could feel stimulation and stim is comfortable. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with their doctor. Patient services reviewed adjusting the settings if symptoms don¿t improve after a few days and that the programmer was functioning as intended, and the use of the programmer was reviewed with the patient. The patient had an upcoming appointment with their doctor on thursday. No further complications were reported or are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was no change in activity that could have contributed to the issue, just normal movement. The steps taken to resolve it were starting over with the program on the device. It was further stated that they have had instructions from a manufacturer representative and from the one at the healthcare provider¿s office. The patient still doesn¿t know if they are doing everything right. They were so anxious for this to work for them, but they don¿t think it is doing it right at this time. Some of the time they can feel the stimulation, and sometimes not. They were wondering if it should be different than they are thinking. No further patient complications are anticipated or expected as a result of this event.